Event description:
The device has been explanted.

Event description:
Physician reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: right-side deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation : opening device assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side deflation. The device has been explanted.